Event description:
Tip of cardio seal device broke off from the tip of the delivery device and was wedged in the rfv/subcutaneous tissue and needed to be removed in the or. Dates of use: one time use this (2008). Diagnosis or reason for use: repair of patent foramen ovale.